Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and decreased vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Following a successful stent implantation, there are various factors that can affect the surgeon's ability to visualize the stent, such as patient anatomy (narrower angles), heme, cloudy cornea, and gonioscopy angle/expertise. An implanted stent not being visible post-operatively does not necessarily mean the stent location changed from its original position due to known limitations in the assessment of stent visualization. The assessment of visualization is very limited by the very small size of the stent relative to the small size of the target anatomy, as well as practical issues with both gonioscopy and ubm imaging. Investigation for the returned product is underway. A supplemental report will be submitted upon investigation completion. (B)(4)

Event description:
Initially, it was reported that during cataract plus trabecular micro bypass stent procedure, the surgeon identified a foreign body in the patient¿s operative eye (od) after placing the stent. The unidentified foreign body was found attached to a blood clot, and it was removed from the eye using irrigation/aspiration without impact to the patient. The foreign body appeared to be a clear plastic piece, but the exact source could not be determined. Through follow-up, the surgeon provided the following additional information on (B)(6) 2018. At day-1 post-op examination, the patient's visual acuity was light perception with a 20% dense hyphema, and the stent was not visible at slit lamp. At day-4 post-op, the vision has improved to 20/50 with ¿little hyphema in the inferior angle tracking to the temporal angle, and the stent was still not visible at slit lamp¿. Additional information has been requested.

Manufacturer narrative:
The device was received by glaukos and the evaluation was completed. Evaluation of the returned device was completed. No non conformances were found during visual inspection or functional testing of the inserter. However, it was noted that residue was on the inserter sleeve and in the inserter tines. The residue had the consistency of dried viscoelastic. The returned ¿foreign body¿ sample was sent to photometrics for ftir investigation. Microscopic examination of the material did not identify the presence of any foreign materials in the blood clot. In addition, an ftir spectrum analysis of the material showed only proteins from a dried blood sample. No organic polymers that would indicate the presence of plastic or any other component were found. Based on the available information, the customer¿s reported issue of a ¿foreign body¿. Cannot be confirmed. MFR# reference: (B)(4).

Event description:
The surgeon provided the following additional information. The patient underwent uneventful cataract surgery followed by stent implantation. Postoperatively, the patient presented with a grade I hyphema, characterized as less than or equal to 1/3 ac vol. There was no medical/surgical intervention performed, and the hyphema was self-resolving. The surgeon noted that there was no adverse event as a foreign body was noted in the angle intraoperatively. The patient prognosis was reported as ¿good¿ with stent ¿well positioned¿.